Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed driveline fault and yellow wrench alarms. The controller was exchanged and a non-grounded cable was used to resolve the alarms. The patient was reported as doing well and there were no further alarms.

Manufacturer narrative:
Section d4: serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via the submitted log file. The log file captured the driveline first being connected to the controller on (B)(6) 2020 at approximately 17:14:31, indicating that the previous controller was exchanged; this controller is exchange is addressed under MFR # 2916596-2020-05295. The log file then captured a driveline fault alarm on (B)(6) 2020 at 17:19:31 due to phase 3 being measured lower than phases 1 and 2. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The log file did not capture any additional events after the driveline was connected. Additional information provided stated that the serial number of the controller is unknown. It was also stated that the controller was exchanged and the power module patient cable was exchanged for an ungrounded patient cable. The patient was reported to be doing well with no further alarms. It was also communicated that no equipment will be returned for evaluation. Additionally, it was stated that the reason for the original controller (prior to the controller associated with this investigation) being exchanged was unknown and that there are no log files available from the original controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. As of (B)(6) 2016 the heartmate backup battery IFU card is included in shipments of backup batteries and states that: "the 11 volt li-ion backup battery is shipped with < 30% charge and may be depleted when initially installed in a system controller. If a depleted 11 volt li-ion backup battery is installed in the system controller, and the system controller is connected to power, the backup battery begins charging. The system controller enters run mode and a driveline disconnected alarm is initiated. To clear the alarm follow these steps: 1. Allow the backup battery to charge in run mode for 5 minutes, 2. Place the system controller into sleep mode, 3. Reconnect the system controller to a power source. The system controller should now be in charge mode, 4. Allow the backup battery to charge completely before disconnecting power." Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-05208.